Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a biliary stent placement procedure on (B)(6) 2011 as part of the (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2009. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of right upper quadrant pain and nausea/vomiting. A pre-study stent placement cholangiogram performed on (B)(6) 2011 revealed a distal biliary stricture. In addition, liver function tests were performed. A sphincterotomy was not performed during the study stent placement procedure as a sphincterotomy had been performed prior to the procedure. The stricture had been previously with one plastic stent. The plastic stent was removed prior to the study stent placement. During the procedure, the stent was deployed in a satisfactory position across the stricture. It was unknown if the stent was covering the cystic duct. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2012, the patient returned for the per-protocol removal of the study stent. The user noted difficult in removing the study stent. The complainant reported that the study stent had "unraveled while pulling on retrieval lasso; removal uncomplicated with snare." The stent was removed successfully in one piece. A post-stent removal cholangiogram showed no evidence of a recurrent stricture. There were no adverse events or hospitalizations associated with the event.

Manufacturer narrative:
(B)(4) for the reported event of stent unraveled. Study source: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.